Event description:
The patient's "insides never healed" when she had a fusion done and it "increased two and a half inches wider all the way around". The catheter became infected from the post-op wound. It was reported that the surgeries were not from spinal/medicine pump; it was due to a spinal infection from a surgery in (B)(6). During a wound debridement in (B)(6), the catheter was visible in the or field and was subsequently removed. The pump was turned off. The patient was hospitalized and recovered without sequelae. The patient felt that her pain was 'not controlled' with the pump and was considering a stimulation device.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).